Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded from 14.1 cm to 14.3 cm from the connector pin and exposed the proximal coil. Abrasions are indicative of exposure to constant friction with another implantable device.